Event description:
Per nurse manager, the dilator was placed over the guidewire and inserted into the patient. When dilator was removed it was noted that the springtip had broken off and was still in the patient's stomach. It was removed with a forcep. The guidewire had an unknown number of uses.